Event description:
It was reported that the ilet user requested replacement infusion sets after incorrectly deploying a few insets while learning application, acknowledging user error with no allegation of product malfunction. The issue involved the infusion set component and reflected an incorrect procedure during set insertion or connector attachment. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper technique, with the implicated component being the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.